Event description:
In 2009, pt reported the day before, he changed the tubing and primed until insulin flowed. He stated he also changed his headset at that time using the insertion assist device. Pt reported he connected to his infusion site and accidentally primed again while being connected. Advised pt this is not recommended. He reported he went to bed and woke up this morning and found his bed sheets were soaking wet. He stated he noticed his headset had become dislodged and the cannula was bent. Pt is using expired product. Advised him to discontinue using the expired product. Pt reported he checked his blood glucose reading at that time and it was 142 mg/dl. He stated he ate breakfast and then checked reading again and it was 242 mg/dl. Pt reported he gave an injection of 4 units of insulin. Had pt attach new tubing and prime; was successful. Had pt prepare the insertion site and the insertion assist device with a new headset. Pt reported he inserted the infusion headset and attached infusion tubing to the site. Had pt bolus to fill cannula. Advised pt this is the procedure to follow whenever he inserts new site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.